Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported event codes and the observed issue and noted that when the 200 joule level was selected, the device only delivered 9 joules. The therapy pcb assembly was then replaced and proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that their device was failing its user test and had logged multiple event codes. After the initial evaluation of the device by physio-control, it was observed that the device was only able to deliver a portion of the selected defibrillation shock. There was no report of any patient use associated with the reported issue.